Event description:
Additional information was obtained that the infection has cleared.

Manufacturer narrative:
A patient experienced an infection at the lead incision was reported to abbott. The patient was prescribed antibiotics to address the issue. The infection has cleared. As a result, a device history record was performed to review and confirm the sterility of devices.

Event description:
It was reported that the patient experienced an infection at the lead incision. In turn, the patient was prescribed antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.